Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2016-00777 / 00778 / 00779 / 00780 / 01145).

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to tibial loosening. During the revision procedure, the patellar component, tibial bearing and tibial components were removed and replaced. Patient underwent a debridement procedure on (B)(6) 2015 due to infection.